Event description:
Patient's father contacted dexcom technical support on (B)(6)2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6)2015. The sensor was inserted at the abdomen on (B)(6)2015. No medical intervention was required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, data was downloaded and reviewed on (B)(4) 2015. A review of the receiver data log confirmed the reported inaccuracies.